Event description:
While placing the mayfield pins and attaching the headrest in the or, the surgeon attempted to lock the device into place but the lock malfunctioned and the device slipped, causing possible trauma at the bilateral pin sites. CT scan ordered postop to assess area. In speaking with the surgeon, he also stated that the tightening screw did not maintain its position, allowing patient's head to slip causing a small laceration. Two stitches were needed to close small laceration in right scalp by mayfield pin which is sharp.